Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During technical onsite visit, the field service engineer (fse) was unable to reproduce the reported problem. The fse verified the eye tracker operates and re-calibrated fov. The system meets company specifications. The fse attended surgery. No issues were found. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported concerns about the live tracked image on the screen during surgery. The limbal area on some eyes shows a lot of feedback. The surgeon feels like these patients end up needing more tracking adjustment when this pattern is seen and there are more issues keeping the eyes tracked during surgery. There are two related reports for this reported issue. This report addresses the patient with identifiers provided, and another manufacturer report will be filed for another patient.